Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and mild abdominal pain. The cause of peritonitis was not reported. There was no report of hospitalization. On the same day of peritonitis diagnosis, the patient was treated with vancomycin (2g, intraperitoneal) and ceftazidime (1g ,intraperitoneal). At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.